Event description:
Attorney reported: (B)(6) 2006 - pt underwent an incisional hernia repair. Pt had a bard composix kugel hernia patch implanted during this procedure. On (B)(6) 2007 - after suffering severe injuries associated with the product, pt's composix kugel patch was removed. Her injuries are recounted in her medical records (which have not been provided). Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.